Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their personal diabetes manager (pdm) wouldn't turn on anymore. Patient stated that they charged it with numerous different charging devices and it still would not work. Patient stated that due to this issue they had to call an ambulance to their house. Patient stated that they were then hospitalized.